Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted due to a loose set screw that could not be tightened. The patient condition was stable before and after the procedure.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.